Event description:
It was reported that X-ray imaging revealed migration of the right lead. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein the lead was explanted and replaced to address the issue. It is unknown which is the right lead that migrated.

Manufacturer narrative:
Date of event is estimated.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 90cm Length, Model: 3189, UDI: (b)(4), Serial: (b)(6), Batch: 6174511.Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.